Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient first started experiencing the flipped pump in (B)(6) 2016. The patient experienced increased spasticity in relation to the pump flipping. As a troubleshooting method, the patient continued to wear abdominal binder since surgery. The cause of the pump flipped was determined to be that the patient needs bariatric surgery and had excessive weight. To resolve the issue the pump was moved to new location in the patient's back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 200mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump flipped [see manufacturer report # 3004209178-2016-14756 for previous report of flipped pump]. Per the reporter the pump was flipping as the patient was quite obese. The day of the report the healthcare provider moved the pump from the front abdomen to the back. The company representative was unsure when the pump started flipping. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.